Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.3 inr/2.5 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.3 inr/2.5 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.